Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Additional information received noted that (B)(4) 2014 the patient came in stating it was shocking her. They reprogrammed and it went back to 8.5 amp when they changed it unit was turned off. Manufacturer sent replacement. They talked with manufacturer's representative - said possible sticking of buttons. Patient outcome was noted as ok. See also manufacturer's report # 3004209178-2014-07575.

Event description:
It was reported that the healthcare professional (hcp) had ¿shocked people before, on accident". Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.